Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had no air water flow. While the device evaluation is pending, a preliminary device evaluation found the following reportable malfunction: problem related to reprocessing. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the preliminary evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, the final technical evaluation report is pending and will provide details. The preliminary device evaluation found a problem related to reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water channel could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation observed that might contribute to the retention of foreign material and the facility device cleaning/reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. In addition, the following non-reportable malfunctions were found during the device evaluation: bending section glues separated, keytop 1 stiff, universal cord wrinkled, bending angulations out of standard values, air/water flow issues olympus will continue to monitor field performance for this device.